Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto 3 and a system performance issue occurred. It was reported that the doctor¿s visitag points were deleted. Field service engineer followed up on the issue. The (B)(4) representative reported that he exited the carto 3 study and reloaded the carto 3 application. The current study was then continued and all visitag¿s were then visible. The similar issue was investigated by device manufacturer. The issue was not duplicated. System is operational. The history of customer complaints associated with carto 3 system was reviewed. There were not any additional complaints out that may be related to the reported issue. A device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) procedure with a carto 3 and a system performance issue occurred. It was reported that the doctor¿s points were deleted. After completing the lesion set on the right sided veins during an afib ablation, the physician moved the catheter to begin the left sided sets and all of the right vein visitag's disappeared. The user had tried different measures including resetting visitag values but the tags remained lost. The user was advised that at a good stopping point to exit out of the study, reload the carto 3 application and re-open and resume the current study to see if the tags restore. No errors were seen on the carto 3 system related to the data loss. Visitag's were displaying on the left sided vein sets. There was no harm to the patient. The procedure was completed without patient consequence. There is an ongoing investigation on the visitag errors and relation to any possible harm that is not yet complete. In taking a conservative approach this event has been assessed as reportable.